Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set ¿burst¿ during calibration of an em2400 main compounder module. The reporter stated that the issue was due to an incorrectly clamped bag. There was no patient involvement. No additional information is available.